Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. Root cause analysis cannot be performed as the device is not being returned. However, as indicated by the tech, the root cause is likely that the batteries have run down. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
Customer reported to olympus that a wireless footswitch will not pair. Tech suggested trying to repair wireless footswitch, also change batteries. Tech attempted to get information about the issue. Unsuccessfully. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
Correction to h10: the batteries were replaced and the foot pedal paired. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. From the available information, there was no issue with the laser system. The footswitch was unable to pair because its battery ran out. The following information from the instructions for use (IFU) pertains to this event: "the wireless footswitch is powered by two aa batteries. When batteries are low, a popup warning message will appear during startup. A low battery indicator icon will also be displayed in the top right corner of the screen." See related patient identifier (B)(6).for the wireless foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further review, the legal manufacturer identified the subject device model number was incorrect. As a result, the following fields are being corrected: d1, d4 model number and UDI. Additionally, d4 serial number and h4 manufacturing date previously reported are unknown due to this change. Correction to g2: consumer should not have been checked. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause previously reported has not changed.